Event description:
N/a

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory for evaluation on 06/23/2021. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle. Charred material was observed on the heater wire. The jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use.. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "device remains activated" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, after a series of branches were sealed and cut without defect, they activated the hpii device but it seemed to continue to burn even after they stopped intentionally burning. They removed the device from the leg but it had shut off at that point. They re-entered the leg to use the device, and again it stayed activated. The spot cautery was close to the vein and burned through the wall of the vein, resulting in bleeding. They were required to abort evh and use a small incision to remove the vein proximally due to the bleeding. Injury to the vein requiring an additional incision. Patient's condition was stable, and there was a procedural delay had to make an incision in thigh to stop bleeding and salvage vein.